Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than eight years have passed since the device was manufactured. Omsc concluded that the wear of mechanically operating units such as turrets, fans, and pumps caused a temporary noise during operation, but the vibration during transportation to olympus china sales & marketing resolved the issue. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following; the reported phenomenon that an abnormal sound was generated was not reproduced. According to the device repair history, the device was repaired on (B)(6) 2013 due to a defect in the xenon lamp. As a result of inspection, the device is currently functioning normally and will be returned to the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that an abnormal sound was generated from inside the device. This device is an olympus asset and the malfunction did not occur in the hospital. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the screw remained inside the device due to the screw coming off.